Event description:
It was observed that during the device evaluation, bronchovideoscope had foreign material in the channel tube at the distal end. There was no patient involvement.

Manufacturer narrative:
It was observed that during the device inspection the bronchovideoscope had foreign material in the channel tube at the distal end. A root cause could not be established the most likely cause was determined to be, failure to clean adequately. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.